Event description:
Device 1 of 2. Ref MFR report #1627487-2013-00552. The pt (B)(6) is implanted with two percutaneous leads from different lots. It was reported the pt is not receiving adequate therapy coverage. Efforts to address this matter via reprogramming proved unsuccessful. An x-ray revealed the pt's right lead has migrated. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.